Manufacturer narrative:
This report is submitted on november 2, 2016. (B)(4).

Event description:
Per the patient's surgeon, the patient developed an infection at the implant site, resulting in fixture loss on (B)(6) 2016. Subsequent to the implant failure, sterile antiseptic gauze was applied to the wound.